Manufacturer narrative:
Device (B)(4) relates to (B)(4) for the reported event: system fails to deliver energy. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a gold probe device was used during a procedure for hemostasis. According to the complainant, the gold probe device would not work. The complainant was not able to provide more details on how the gold probe would not work, however, it is most likely that the device failed to cauterize. Another gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.